Manufacturer narrative:
(B)(4).

Event description:
It was reported patient has had 6 fills with no restriction post implant a realize band. With each fill, there has been less fluid withdrawn that previously injected. On the last fill, the pa injected 10 cc into the port and immediately was only able to withdraw 4 cc. Next fill will be done under fluoroscopy. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Event description:
Additional information received stating the during the lap diagnostic it was determined that the port had disconnected. It was surgically paired. The patient has been seen in the office for their first follow up and there were no problems with the port. The patient is doing fine.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.